Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "possible rupture of iab". Additional information stated "multiple helium loss 2 alarms occurred shortly after insertion. No blood noted in tubing. The clinical support specialist had the staff decrease the volume to 35cc and the alarms persisted. The staff than decrease assist ratio to 1:2 without success. As a result the iab was replaced". No patient injury or consequence reported.

Event description:
It was reported "possible rupture of iab". Additional information stated "multiple helium loss 2 alarms occurred shortly after insertion. No blood noted in tubing. The clinical support specialist had the staff decrease the volume to 35cc and the alarms persisted. The staff than decrease assist ratio to 1:2 without success. As a result the iab was replaced". No patient injury or consequence reported.

Manufacturer narrative:
Qn# (b)94). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.